Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there were creases and the iol was scratched. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The creases observed post implantation may be in the capsule itself. Capsule folds can occur due to the high radial force exerted on the capsular bag during iol implantation. The cause of the reported scratches cannot be determined from the limited evidence and information available. Our reveiew of production records for the rayone spheric rao100c batch 075275825 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 075275825. Without the ability to examine the device and without clear event details being provided it is not possible to establish root cause.

Event description:
On 29th april 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone spheric rao100c. The event description provided states that after the iol unfolded in the eye it was creased and had scratches on necessitating lens explantation and exchange.